Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) experienced intermittent signal loss with an alarm indicating a brief sensor issue, and readings resumed after the user toggled bluetooth settings and re-entered the pairing code. No adverse clinical symptoms reported. Outcomes included brief interruption of cgm data without health impact. User support included user-guided troubleshooting focused on device connectivity and pairing. Investigation of this case revealed a transient communication disruption between the sensor and the paired device that resolved with reestablishing bluetooth connection and code pairing, consistent with known brief sensor communication issues. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication failure or interference.

Manufacturer narrative:
Initial.